Event description:
It was reported that during an implant attempt, the second stylet could not be inserted completely into the lead and stopped about 1 cm before the normal end position. Blood was noted in the lead. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; full lead returned and analyzed. There was no visible blood in the distal coil and no distal coil distortion in the connector that would block insertion.